Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was added: 3331, 4109 and 4112. H6: results code was added: 3252. H6: conclusions code was added: 4307. The reported device was not received for evaluation. The reported condition of a fractured implant was confirmed following evaluation of an x-ray. Visual inspection and functional testing to recreate the reported event could not be performed as the device was not returned. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown. Additional 510(k) numbers are k113753 and k112160.

Event description:
Doctor reports that the patient went in for an emergency visit where it was noticed the implant at position #7 had fractured. The tmm4b10 implant was removed.